Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in the emergency room after receiving multiple device therapies. Upon device interrogation, inappropriate therapies due to lead noise were observed. The patient reports having fallen directly on their device shortly before the therapies had begun and this is thought to be the cause of the noise. There was also sudden rise in hv lead impedance and pacing lead impedance. Lead was capped and replaced on (B)(6) 2016. The patient was stable before, during and after the procedure. Patient will continue to be monitored.

Manufacturer narrative:
(B)(4).

Event description:
New information received notes that lead fracture was also noted on the lead.